Event description:
Cypher stent placed in 2003 in the attachment of the lima and the lad. One week later, pt complained of chest pain and returned to cath lab. Subacute thrombosis within the stent, 100% occlusion.